Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported via web self service that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. No patient symptoms were reported. The cgm was reading 180 mg/dl and the blood glucose reading was 269 mg/dl. According to the report, the patient was hospitalized. There were no details about medical intervention. Due diligence was made to contact the patient for more details; however, attempts were unsuccessful, and the patient could not be reached for more information. At the time of the report, the patient was stable at home. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.